Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17587. It was reported that when the patient presented in clinic, the patient experienced syncope. The patient was reported passing out frequently. The patient is pacemaker dependent. Loss of capture was observed on the right ventricular (rv) and right atrial (ra) leads. Programming change was made, and the patient admitted to the hospital. Upon chest x-ray and pocket exploration, leads dislodgement due to twiddler¿s syndrome was confirmed. The leads were explanted and replaced. The patient was stable.